Event description:
On 12/6/04, the pt contacted lifescan and reported that her one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). There is no allegation of harm or serious injury. The meter was previously set in the correct unit of measurement and the pt had not changed the meter settings. She had required assistance by a non-medical professional, but did not receive any treatment. She had not taken any action following the use of the meter. Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. The pt reported that the meter was previously set to the correct unit of measurement and the pt had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mg/dl" to "mmol/l".